Event description:
User facility reported that the pt was intubated using the stylets on several different dates. User facility reported that one of the stylets used for intubation had cracked and an 8cm length of the outer sheath of the stylet broke off and required retrieval from pt's lung. The portion of the sheath was retrieved during pt bronchoscopy. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and returned and evaluated, the MFR will file a f/u report detailing the results of the eval.